Manufacturer narrative:
The customer¿s report of an insulin overinfusion was not confirmed. Physical inspection noted the device to be in good condition. Analysis of the pcu event log shows that at 2:26 pm on (B)(6) 2016 the pump module was programmed to infuse insulin dka 250unit in 250ml; 66.2kg was entered for the patient weight, the concentration is 1unit/ml, with a vtbi of 100 ml. 0.1unit/kg/hr was entered for the dose, making the rate 6.62ml/hr.. At 2:55 pm, the door was opened. One minute later the device alarmed for check IV set, and a few seconds after that the device was channeled off. The volume recorded as being infused during this period was 3.014ml. Functional testing was performed and found the device to be delivering fluid within specification. The root cause was not identified.

Event description:
The customer reported that an insulin continuous infusion (250u/250 ml) programmed at 6.62 ml/hr finished in 30 minutes. The patient was admitted to the ER with dka with a blood sugar of 548 mg/dl two hours prior to starting the insulin gtt. An hour post initiation of the drip, the blood sugar was 391 mg/dl, a d5w infusion was started and the patient was transferred to the ICU. The pump was immediately sequestered and an initial log review, done in biomed, did not indicate any programming changes since the initiation of the infusion.

Event description:
The customer reported that an insulin continuous infusion (250u/250 ml) programmed at 6.62 ml/hr finished in 30 minutes. The patient was admitted to the ER with dka with a blood sugar of 548 mg/dl two hours prior to starting the insulin gtt. An hour post initiation of the drip, the blood sugar was 391 mg/dl, a d5w infusion was started and the patient was transferred to the ICU. The pump was immediately sequestered and an initial log review, done in biomed, did not indicate any programming changes since the initiation of the infusion.